Manufacturer narrative:
Fractured screw within the tapered swissplus implant with mtx surface (spwb12) was returned for investigation. The investigation was performed only on the reported screw and associated implant. Visual inspection of the as returned products identified a fractured screw inside the implant. Additionally, there was substantial bone residue around the external threads of the implant due to usage. Functional testing could not be performed since the implant had remains of a fractured screw within the drive feature and was covered with bone residue. No pre-existing conditions were noted on the per. The reported devices had been implanted on tooth # 31 for approximately 8 years. X-ray image was provided. However, screw fracture was identified through visual inspection. DHR and complaint history reviews could not be performed since the lot number associated to the unknown screw was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. DHR review for spwb12, lot 61418721 had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event or devices. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Device evaluated by manufacturer entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information was provided after re-evaluation of the risk assessment files. Product malfunction and reported event remain as confirmed. Product complaint evaluation root cause was updated, as below. A definitive root cause could not be identified. However, based on the investigation and risk file review, the probable causes for the reported event are long term oral parafunctional habits of the patient, as it was noted, the device had been implanted for approximately 8 years. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog / lot number: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: not provided the reported product was returned for investigation. Evaluation is expected; after device evaluation is completed a follow up medwatch report will be submitted.

Event description:
It was reported a unknown lz screw fractured within the implant. Fractured screw pieces were unable to be removed; therefore, implant was removed. Tooth location 31.